Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
Customer added that there was no delay to the intended procedure as a result of the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage that occurred at the water supply connector, and water invaded the scope connector during device handling by the user. As a result, an abnormality occurred in the electrical component, and the suggested event occurred temporarily. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an e315-scope communication error halfway through the procedure. It was added that the scope also failed the leak test. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. The evaluation findings are as follows: the labels were peeling off and illegible; the leak test could not be completed due to leakage from the water supply connector; the insulation value at the insertion tube was not within standard values; there was a b30 error code; the up/down/left/right angulations were low; the play of the control knob was low; the distal end plastic cover had deep dents and scratches; the objective lens glue was peeling; three light guide lenses were cracked with peeling glue; the nozzle was clogged; the bending section cover glue was cracked; the insertion tube had buckling, a puncture and deep scratches; the air/water supply was clogged; the control body was wet with scratches and missing the red and blue ring; the light guide tube had buckles; and the scope connector had a leak. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.